Event description:
Same case as MDR ID: 2134265-2014-04524. It was reported that stent thrombosis and death occurred. Access was obtained via the right femoral artery. A 0.014" non-bsc guide wire was advanced into the distal left anterior descending (lad) artery. A 2.0x15mm non-bsc balloon catheter was then used for pre-dilation at 10atms in the proximal lad. A 2.75x24mm omega¿ bare metal stent was then deployed into the target lesion in the proximal lad. A 0.014" non-bsc guide wire was then advanced into the distal left circumflex (lcx) artery and a 3.0x20mm omega¿ bare metal stent was deployed into the target lesion in the proximal lcx. The procedure was completed. It was reported that after implanting the omega stents they became thrombosed and the patient died. This product is only (B)(4) approved but it is similar to an approved us device. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).